Event description:
It was reported that a patient underwent a c-section procedure in (B)(6) 2025 and suture was used. During the procedure, it was reported that needle was found oxidation in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One dispensed needle suture combination, one open folder packet and one empty foil packet that pertains to product code vcp371. Upon visual analysis of the returned sample, it was revealed that the appearance of the needle was dark instead of silver. The needle does not meet the specifications, since an incorrect finish was observed on the needle. In addition, a photo was provided showing one open folder with a needle suture combination with the same condition of the received sample. Based on the information currently available, an incorrect finish was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - what was the appearance, was rust residue observed? --received information as following from sales rep via phone today. Please refer to attached photo, other information requested is unknown.